Event description:
The site reported that the pt had a 2nd degree burn on the breast after an eight hour breast reconstruction procedure performed using the opmi pro magis with a superlux 301 xenon lighting system. The burn had been described as a thermal circular burn approximately 5 cm in diameter. A surgical excision of the burn was required.

Manufacturer narrative:
A field service engineer (fse) performed an on-site inspection. The microscope, including light related functions, was found to be working within specifications. The surgical microscope settings were available. The surgery was about 8 hours with proximity to the focal lens of 20 cm. The light intensity was high (75%). The user manual for superlux 301 xenon lighting system states: "reduce the brightness and the duration of the illumination of the surgical field to the minimum required" and "monitor the effects of the illumination closely, maintain moist surfaces and provide copious irrigation of all illuminated areas when the superlux is used for: prolonged procedure; on skin and/or tissue at short focal distances and/or close proximity of focal lens; at or near maximum brightness settings". There are visible warning signs on the microscope and in the user manuals. The user was re-trained on the hazard of the light and safe use with the light system.